Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000, the jaw literally broke in half and the piece that broke off got stuck in the cannula device, so it did not get into the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the cold jaw was detached and was received separately. The jaws had minimal evidence of clinical usage. The cannula was received disassembled, but with no visual non-conformities. There was some evidence of blood. Based upon this observation, the reported failure "jaw broke" was confirmed. Internal file number - (B)(4).